Manufacturer narrative:
Device evaluated by manufacturer: unit returned in a generic plastic bag. The unit returned with the catheter broken, as part of overall visual revision. The returned device matches with upn provided by the customer. Only a main coil and microcatheter were returned for this complaint. The microcatheter was received cut. The coil was inside the micro catheter. No other damages were found. The coil was removed from the microcatheter without problems, no resistance was felt. After the removal of the coil was noted kinked and stretched. The apex and base zap tip were inspected and no damages were found. Dimensinal inspection of the apex zap tip, base zap tip, and primary coil od were within the specifications. There were fiber bundles missing.

Event description:
Reportable based on device analysis completed on 20jul2020. It was reported that the coil was stuck in the microcatheter. The target lesion area was located at the liver. A 4 mm/ 4 mm vortx - 18 was selected for an arteriovenous fistula embolization. During the procedure, the coil got stuck at the hub part of the micro catheter and it could not be pushed. The coil was removed together with the microcatheter. The procedure was completed with another of the same device. No complications reported and the patient was stable post procedure. However, device analysis revealed missing fiber bundles.